Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a hf sensor implant procedure on (B)(6) 2017, the patient experienced right thigh hematoma and the hemoglobin levels were dropped. The patient was monitored until the hemoglobin was normal. Reportedly, the patient had a prolonged hospital visit and was discharged on (B)(6) 2017 in stable condition. The patient is a clinical study patient and reportedly the issue was not related to the device but possibly to the procedure.